Manufacturer narrative:
The product has been requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
There was an allegation of questionable capillary results from two accuchek inform ii meters, serial numbers (B)(6). At 12:02 p.m., meter serial number (B)(6) gave a result of 335 mg/dl. At 12:04 p.m., meter serial number (B)(6) gave a result of 158 mg/dl. At 12:09 p.m., meter serial number (B)(6) gave a result of 230 mg/dl. At 12:11 p.m., meter serial number (B)(6) gave a result of 88 mg/dl.